Event description:
Additional information received reported that while stimulation was turned on an overstimulation sensation occurred. The patient typically felt stimulation intermittently and had to have stimulation set up to 10.5 v in order to barely feel stimulation. On (B)(6) 2011, the patient unplugged their ipod from the computer and turned the ipod on. As the patient turned the ipod on the stimulation got so strong that they were paralyzed lying on the floor until they could turn their implantable neurostimulator (ins) off. There were no falls or trauma reported. Impedance measurements maybe taken as well as x-rays performed.

Event description:
Additional information received reported that the implantable neurostimulator and both extensions were replaced on (B)(6) 2011. The lead was tested intraoperatively and was working well. The patient was getting good coverage and stimulation had been turned back on. The patient was happy. The impedance issues had been on electrodes 8-15.

Manufacturer narrative:
Extensions with serial # (b)(\4) removed as of (B)(6) 2011. (B)(4). Event description updated due to procedural updates since initial review.

Event description:
It was also noted that reprogramming in the past had not resolved the issue of patient feeling intermittent stimulation. It was also noted that the manufacturer representative noted that there had been no further problems or follow-up that the manufacturer representative was aware of since the impedances were programmed around. Additional information received from the patient 2014-08-07 reported that there was a short circuit. The patient stated that she was "electrocuted while touching an electronic device and bending in a certain way." The patient noted this was because of a short circuit in the "attachment" or "extender" cord that had "ripped loose." The patient stated that "it threw her to the ground" but stopped when she was able to turn it off with the patient programmer. The patient stated that they were able to "reattach the cord." The patient stated that this happened in 2011. The patient stated that the therapy worked well as of (B)(6) 2014.

Event description:
Additional information was received on 2017-feb-17. A healthcare professional (hcp) reported that the patient felt a shocking sensation from the implantable neurostimulator (ins), even though the ins had been off for years. The indication for use for the implanted device was noted as non-malignant pain and chronic low back pain.

Event description:
It was reported that while stimulation was turned on the highest amplitude was selected and the pt could not feel the stimulation well. The event occurred following an implant. High impedance readings were also reported. X-ray of the system was recommended to check for an open system. It was reported that programming occurred around the impedances and the pt was able to obtain satisfactory stimulation and coverage. The pt was told to f/u with any further problems or concerns. The pt stated, she was very happy with the new programming and felt the stimulation was effective at covering her pain. Add'l info has been requested, but was not available as of the date of this report.